Manufacturer narrative:
Not available

Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik-360 cordless. As per description, "customer complained about 2 units not working, with one overheating and burning a hole through the device. Uses device twice daily and leaves on the charger between uses. Does not use additives and has never cleaned. This is a potential source of ignition." Medical history and concomitant medication - unknown.